Manufacturer narrative:
An event regarding pain involving a trident 0 deg insert 40mm was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the reported pain could not be determined due to a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient "began to experience incrementally increasing levels of pain in his hip following the (B)(6) 2011 surgery" and was revised on (B)(6) 2011 which included revision of the femoral head and liner and evacuation of the abscess and hematoma.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: 509-02-64g tritanium revision acetabular mkd28v; 6260-9-240 v40 cocr lfit head 40mm/+4 mka1t2; 6276-7-117 mod con dist stem 17 x 195 mm caxla11c; 6276-1-123 23mm mod rev hip bdy/blt +10mmcomponent level 9006-1-123 35697401; 6704-0-520 d-m 2.0mm beaded cable set vit 36927505. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient "began to experience incrementally increasing levels of pain in his hip following the (B)(6) 2011 surgery" and was revised on (B)(6) 2011 which included revision of the femoral head and liner and evacuation of the abscess and hematoma.